Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: there were call service alarms (cs 054) observed in the black box data. The pump was exercised for 24 hours with no pump reboot, no loss of power and no call service alarms duplicated. The battery cap was able to fully tighten to the pump and the battery compartment was fully intact. There was no moisture contamination observed inside the compartment. Unrelated to the original complaint, the pump case was removed and there was evidence of moisture contamination inside the pump. Also unrelated, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.